Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped basal delivery. Review of pump history with tandem technical support (cts) did not reveal any alarms that would suspend pump therapy. Customer declined further troubleshooting and declined cts offer for further pump training. Blood glucose at the time of the report was 114 mg/dl.